Event description:
Customer reported a pump malfunction, and before contacting support, they had reset the pump, which cleared the malfunction code history. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.